Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap exhibited a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap showed burnt on detritus and devitrification of the cap at the output window. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, fiber breakage; fiber stopped working. The laser read "fiber life reached". Doctor removed the fiber and cleaned fiber tip but the fiber would not work at 21,063 joules. A second fiber was used to complete the case. It was reported "no harm to the patient".